Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure of the left common femoral vein was attempted with a prostyle device after an ablation interventional procedure. Reportedly, when attempting to flush the device prior to use, no saline was coming out of the guide wire exit port. Despite not successfully flushing the device, the device was inserted into the access site and no blood flow from the marker lumen occurred. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Reportedly, the device did not flush prior to use, but was still inserted it should be noted that the electronic perclose prostyle instructions for use (eifu), states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the device if the marker lumen is not patent. The IFU violation did not contribute to the reported difficulties with the device. The root cause of the reported difficulties and the subsequent treatment are due to the circumstances of the procedure. The obstruction was not confirmed as water came out of the port when tested with water. The guidewire port contains a check valve and would prevent a clear flushing and therefore functions normally. In this case, it may be possible that the device was not inserted enough to emit a mark. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.